Event description:
A customer reported experiencing an alarm 2, followed by an alarm 26, which indicated an occlusion issue. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl or result in a "high" reading on the cgm. The customer was guided by technical support to troubleshoot the issue by adjusting the tubing and delivering multiple boluses. Despite initial alarms recurring, eventually, a successful bolus was delivered.